Event description:
Patient was implanted with a pump in 2003. The patient presented to the emergency room nine days later and died. The emergency room physician informed the pump physician that the cause of death was cardiac failure due to myocardial infarction. The hcp does not know if the pump was explanted.